Event description:
It was reported that pump experienced malfunction alarm with malf 0 displayed, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed that malfunction did not recur after reset, and was advised continuing using pump and call back if malfunction reappeared.